Event description:
Information was received indicating that a smiths cadd-legacy® 1 was alarming and showing on the screen "time for service 47' even though it's not due for service until june. It was also reported that infusion is life sustaining. A replacement pump will be sent to the patient. There was no reported injury to the patient.